Manufacturer narrative:
On 18 july 2016 it was prepared a final report with the information already submitted in the initial report.on 19 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
After primary surgery, the patient came in for the first time due to signs of infection. On (B)(6) 2016 the patient had the hip washed out and the surgeon swapped the head and liner (MDR 2016-00097). On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, root cause for this revision is infection. There is no reason to suspect other concurrent factors device-related. Batch reviews performed on 17 may 2016. Lot 150974: (B)(4) items manufactured and released on 29 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size xl +7, code 01.25.014, lot. 146063 (k072857), (B)(4) items manufactured and released on 07 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 48/28, code 01.26.2848mhc, lot. 154842 (k092265), (B)(4) items manufactured and released on 23 november 2015. Expiration date: 2020-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 48, code 01.26.48mb, lot. 151042 (k083116), (B)(4) items manufactured and released on 13 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in for a second time due to signs of infection. The patient has been diagnosed with strep. Sanguinas. The surgeon has revised all components. The surgery was completed successfully. X-rays are available. Explants are not available.